Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that when they get to the low reservoir warning they feels their sugars start to drift higher as if they not getting enough insulin, they had to change the set and it starts to work fine as well as motor sounds labored. The customer blood glucose level was unknown. The device will not be returned for analysis.